Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical on (B)(4) 2013 that a consumer experienced a hypoglycemic event. The consumer declined to provide any further info regarding this event. It is unk if the consumer required any medical or emergent food intervention. No product is due to be returned. This is being reported as an adverse event under the FDA medwatch regulations.